Manufacturer narrative:
(B)(4) date sent 7/7/2026 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was received: patient used a manual drain in the lower rectum with retosigmoidectomy via vcp + anastomosis with a lower one, but thick rectal stump of difficult preparation. It was necessary to redo anastomosis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the circular anastomosis stapler failed to close the staple line due to excessively thick tissue. Another cdh33b was used to complete the surgery, with no harm to the patient. Was there any reported patient or user harm? No was there a significant delay? No